Event description:
The stereotactic biopsy attempt failed to target the area of interest of calcifications. An attempt was made in the lateral approach to the breast tissue. As the biopsy device was being dialed into the target area. Staff noticed the numbers for the target were not what was expected, and the patient commented at the same time that she felt some pressure on the other side of her breast which is not normal. At that time the patient became vasovagal and we stopped the procedure to tend to her. The nurse navigator was called to treat the patient with smelling salts, cold compresses and ginger ale. No injuries occurred. Service was called. The quality control for the stereotactic was performed the morning of the procedure per protocol passed with no issues. The patient's biopsy was completed in the back up procedure room once the patient was feeling better.